Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler. However, there is no documentation in the complaint to show a causal relationship. Per the pdrn, it is suspected that touch contamination is the cause of the peritonitis. There was no allegation of a machine malfunction or cassette leak reported for this event. Based on the available information the liberty select cycler and cycler set are not the cause of the peritonitis. Should additional information become available, the need for a clinical investigation will be reassessed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was diagnosed peritonitis (signs and symptoms unknown) while on vacation. The pdrn stated that the cause of the patient¿s peritonitis was suspected to be touch contamination. The patient presented to a local emergency room (ER) and was treated with intravenous vancomycin, which was subsequently changed to a 2 week oral route (dose unknown). The patient¿s culture results and white blood cell count were not available. Additional details surrounding the patient¿s ER course and condition were requested, however, not provided.